Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe package came unsealed. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe packaging seal opened ¿ setup failure. The potential cause for the problem is an operational failure during top web setup at packaging machine. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a bd plastipak luer-lok syringe package came unsealed. There was no report of exposure, serious injury, or medical intervention.